Manufacturer narrative:
(B)(4).

Event description:
In a total hip replacement surgery with reflection+synergy, after the surgeon implanted the 54mm cup, the liner was loose after attempting for 40 minutes. The surgery is finished using a backup xlpe liner.